Manufacturer narrative:
The t:slim g4 pump user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interac­tion with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 700 (mg/dl). Reportedly, customer also received multiple occlusion alarms and an auto-off alarm. Customer attempted to deliver a bolus to address bg levels, but received an occlusion alarm. While hospitalized, customer was treated with intravenous insulin. It was indicated the customer would be released from the hospital (B)(6) 2016. Recommendation was made to change pump supplies.